Event description:
A district nurse reported that a patient had obtained a reading of 277 mg/dl on her freestyle flash meter, and increased her insulin resulting in hypoglycemia. The patient had perceived the reading as 27.7 mmol/l. The unit of measurement on her meter was set to mg/dl. The patient lost consciousness; however, they were not hospitalized. The patient had noticed an error 4 message displayed on the meter. The unit setting was re-set to mmol/l by the diabetic nurse specialist. The customer called back later that day as the meter unit had changed back to mg/dl.

Manufacturer narrative:
The customer's meter has been requested for investigation.